Event description:
It was reported that the patient is a chronic dislocator. Surgeon revised the shell.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown shell. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.